Event description:
It was reported that a malfunction alarm code malf 1 occurred, and fault ID 1-0x200c was available. There was no adverse impact to the customer's blood glucose level, remaining below 500 mg/dl (27.7 mmol/l). The customer was advised to use mdi as a backup therapy to maintain insulin delivery and was sent a new replacement pump by tandem technical support, with instructions for returning the problematic pump and storing the device properly before shipping back. The customer was informed of necessary steps to take upon receiving the replacement pump.